Manufacturer narrative:
Additional information: b5: on (B)(6) 2023, the lens was explanted; in a separate surgery that same day the lens was replaced with a smaller length lens. This resolved the problem. Claim#: (B)(4).

Manufacturer narrative:
B5: the reporter indicated that 13.2mm vticm5_13.2 implantable collamer lens of -5.00/4.0/159 was implanted into the patients' right eye (od) on (B)(6) 2023. The patient experienced excessive vault. Lens explanted on an unknown date with planned replacement. Claim#(B)(4).

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that 13.2mm vticm_13.2 implantable collamer lens of -5.00/4.0/159 was implanted into the patients' right eye (od) and the patient experienced excessive vault. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.